Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a check supply line alarm. The reported condition was not confirmed due to lack of product sample. A batch review was not performed because lot information was unknown. Based on the information obtained from baxter's investigation, the root cause of the incident was due to an empty bag. A use error was identified during troubleshooting; the patient respiked the heater bag because no solution was in any of the bags. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The customer contacted baxter's (B)(4) regarding a check supply line alarm which occurred on the homechoice (hc) during use, during last fill. The fill volume equaled 1367ml. The homepatient (hp) is a nurse but was not familiar with the hc or pd therapy. The hp re-spiked the heater bag because no solution was in any of the bags. The baxter technical service representative (tsr) explained and assisted to end therapy. The tsr advised the hp to follow up with the peritoneal dialysis nurse (pdrn). There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. Should any additional information become available, a follow-up report will be submitted.